Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2021. Blood glucose level at the time of the incident was 600 mg/dl which was treated with intravenous insulin infusion in hospital. Customer was experiencing high blood glucose symptoms like vomiting, breathing difficulties, tired and increased thirst. Customer stated that they were picked by ambulance and treated in intensive care unit. Customer was hospitalized for overnight stay. Reservoir was filled with air bubbles an d customer changed the reservoir and infusion set had leak. Auto mode feature was inactive at the time of incident. The insulin pump will not be returned for analysis.